Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> 7970350. Device history review ==> a device history record (DHR) review on (B)(4) found one unrelated non conformance on this batch. Micro and sterility tests passed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Left knee revision due to loosening and instability. Knee was grossly unstable due to subsidence of the tibia. Doi: (B)(6) 2015; dor: (B)(6) 2019; (lt knee).